Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as result of a damaged pin on power source port one (1). The most likely root cause of the reported event may be attributed to a forced connection. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical engineer that the patient called to report a broken pin on his primary controller. The father exchanged the patient's controller with instruction by the site. After the exchange, the patient reported feeling a "reverberating or chugging" accompanied by pump speeds of 600 rpm with powers greater than 25watts. The engineer advised the father to switch back to the original controller, but pump parameters remained the same. The patient subsequently reported to the emergency department due to increasing chest pain; however, upon arrival pump parameters had returned to baseline. On the way to the hospital the patient's father exchanged the primary controller to the back-up the controller again and informed the site that everything went smoothly this time. The last report received indicated that the patient was stable at home. No additional information added.